Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unstable thresholds, high/undefined pacing impedance, and increased short interval counts (sic). The lead was "cut and capped" and a new rv lead was implanted. No patient complications have been reported as a result of this event.